Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the recharger (insr) had a blank screen and the desktop charger (dtc) had not been used in 2 years so it would not charge the insr. It was also reported that the patient had not charged the ins in 2 years and it was in overdischarge. The rep later reported that the patient got the new insr and was advised to do a physician mode recharge (pmr) at home on aug-06. The patient said they initially got to the power on reset (por) screen after doing two prm sessions and then tried to do another prm. The patient said they may have seen an end of service (eos) message but then said it was likely the 'warning por'. The rep said they tried to interrogate the ins with the physician programmer and could not connect at all. The rep said they had the patient try to charge the ins and the patient was unable to do so (they were only getting the 'press start charge' screen). The rep said they then met wi th the patient, they initiated a reset (green and black button), the ins was trickle charged for 60 minutes and they continued to charge to 25%. The rep cleared the por and instructed the patient to charge to 100% and then charge everyday for two weeks to recondition the battery. The rep noted that the patient was able to successfully charge the ins but said the ins battery would only charge to 75%. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient said they had been charging everyday since the ins reset and had tried charging to 100% but it would not go past 75%. During the last session, the rep said they noticed one day the battery charged to 100% and showed the patient and encouraged the patient to try charging to 100% again. In subsequent follow ups the patient reiterated they could not charge more than 75%. The rep noted that the issue had not been resolved and the root cause had not been determined. No further complications were reported.